Event description:
It was reported the patient was told by their healthcare provider that another patient had a device "failure" due to a bar fight. No further information about the event was known. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
The health care professional (hcp) said the physician's assistance may have told the patient about "other patients that had had high impedances after physical events like what might be a potential cause for this patient, which would have meant they needed to go back to the operating room." There were no known specifics on the example.

Manufacturer narrative:
(B)(4).